Manufacturer narrative:
Initial evaluation by an resmed authorized third party service center could not confirm the reported sf148 and stopped ventilation. The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf148) related to the blower and stopped ventilation. During evaluation by an authorized resmed third party service center, the touchscreen was unresponsive. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed an error message (sf223) related to a peep blower fault and confirmed the reported sf148. However, sf148 could not be reproduced. Performance testing confirmed the reported unresponsive touchscreen. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf148 was unable to be determined while the unresponsive touchscreen was due to an isolated component failure within the touchscreen and sf223 was due to an isolated component failure within the device pneumatic block. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf148) related to the blower and stopped ventilation. During evaluation by an authorized resmed third party service center, the touchscreen was unresponsive. There was no patient harm or serious injury reported as a result of this incident.